Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and the ketone level was large. While filling the tubing, it took twice the insulin to fill. No additional information was provided. The supplies were changed twice and an insulin injection was administered to address the bg level. As the event occurred in the past, troubleshooting was not performed.